Event description:
Philips received a complaint by the customer on the v60 indicating that the screen is no longer functioning. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and determined the hydis lcd backlighting was very dim on the screen. The rse recommended user interface (ui) assembly replacement for repair. The rse provided the customer with part details for ordering. The customer contacted philips customer care solution center again in february for part status update. The customer requested an update for the backordered ui assembly. The rse advised the customer the ui assemblies are still on back order. The customer confirmed the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted.